Event description:
Pt presented with pain and swelling. Scoped knee first to see if only possible soft tissue problem. Found pieces of loose poly. Opened knee, large area below surface of decomposition on lateral side. Severe poly delamination on medial side. Removed baseplate which had bone cement demarcation on anterior medial underside, recut tibia and cemented new baseplate and insert.